Event description:
It was reported that there were what appeared to be blood stains on the core universal driver at the delivery. No further info was provided by the account.

Manufacturer narrative:
The device is available for eval, but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.